Manufacturer narrative:
The reported leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During the procedure, a blood leak occurred. After the introducer was inserted into the patient, a blood leak was noted from the three-way stopcock when the catheter was inserted into the sheath. The device was replaced and the procedure was completed with no adverse consequences to the patient.